Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient observed leaking from a cartridge during a supply change and, upon removing it from the insulin pump chamber, confirmed moisture on the cartridge. The patient was advised to use a new cartridge and was able to complete the supply change successfully, resuming insulin delivery without further issues. Blood glucose levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.